Event description:
The consumer reported using the prod for two hrs on her lower back. When the patch was removed, the consumer described a burn with irritation and blistering. The area took four to six weeks to heal and left a scar in two spots. The consumer did not seek medical attention at the time of the incident and treated the area with aloe vera and a cold towel. The consumer informed her doctor of the injury, but did not receive treatment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.